Manufacturer narrative:
Method: device not returned, follow-up with representative.

Event description:
It was reported that a (B)(6) patient with cancer underwent a kyphoplasty procedure on levels t11, l2, and l4. Six days postoperatively, an x-ray revealed cement extravasation inferior anterior to level t11. There were no patient complications. No additional information was reported.